Manufacturer narrative:
We checked the returned unit and confirmed that the lcb distal cover glass missing. Based on the result, we concluded that it was caused due to the physical damage applied on the lcb distal cover glass. In addition, we confirmed that the us connector body broken, the lcb distal cover glass broken, the light guide cable buckled, the suction channel buckled, the us connector/junction cable (short) buckled, the lg prong corroded, the lg prong top corroded, the objective gluing missing, the insertion flexible tube (ift) crushed, the root brace rubber cut, and the us connector cable worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the lcb distal cover glass falls into the human body. Therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Lcb distal cover glass missing.